Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that they want repr ogramming done as "its only supposed to hit on the occipital nerve region but the tech got so tired of turning it on and off and then he just turned everything on so I experience shocking on the far left and right side which is nowhere near the occipital nerve area so I dont have it on so I dont get shocked, so its been really ineffective for the last 4 years". Pt says the reps wont meet with them to correct this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the that the back of their head is rocking and rolling when they turn the device on and it's not on their occipital nerve where it needs to be, it goes clear across the whole spectrum of the wire going across their back of the head. Patient mentioned that they have been trying to get in touch with a medtronic representative to have the device reprogrammed, but no one wants to do the job. Patient reported that they are trying to get in contact with a manufacturer personnel who is in neuroscience and part of customer quality. Patient mentioned that for the last 8 years they have been trying to get in contact with a rep to be reprogrammed so that they can stop being shocked on the far end of the wire. Patient has received 2 reference letters but intends on sending both of them back. The following were the questions: has the issues been resolved if not what actions have been taken? The patient noted that the device was going to die again for them to go back under the knife again and have it fixed, the device needs to break the device needs to break for it to be at the end of its life. Patient stated that they used to work with mdt reps; one rep could not find the patients occipital nerve and cranked up the stimulation as high as it could go and then the other rep called and said that she could fix it. Patient reported that the rep had to reschedule and was based out of the palm desert area at eisenhower medical center; patient has been ghosted since they were told to reschedule. Patient stated that they keep trying to call and get assistance as they are on disability. Agent reviewed role of representative and sent an email to the local reps for further assistance. Additional information was received from the patient. It was reported that the manufacturer representative (rep) did a horrible job programming the unit as all the leads are on and shock the patient if on for too long. The patient noted that they had tried multiple times to contact the reps. It was reported that the device worked to a point, but the programming was an issue, which in turn caused the patient additional pain and discomfort. The patient was not happy with the reps.